Manufacturer narrative:
(B)(4). The UDI could not be determined because the part and lot numbers were not provided and the device was not returned. The product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted since the part and lot numbers were not provided. The emboshield nav6 embolic protection system instruction for use (IFU) states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The reported patient effect of dissection, embolism, occlusion and perforation are also listed in IFU emboshield nav6 embolic protection system as a known patient effects of the procedure. The investigation was unable to determine a conclusive cause for the reported migration of the device component and reported patient effects of dissection, embolism, occlusion and perforation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Average age calculated from article. Majority gender of patients reported within article. The patient's weights were not provided. Concomitant medical products: silverhawk, jetstream, turbo elite atherectomy devices. Devices not returning for evaluation. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported through a research article identifying the emboshield nav 6 embolic protection system that may be related to a filter overflow with loss of runoff vessel if embolization occurred, filter overflow treated with filter aspiration, dissection, perforation, and migration of the wire leading to a perforation and treated with prolonged balloon inflation. The emboshield nav 6 embolic protection system was used off-label in the popliteal artery. Specific patient information is unknown. Details are listed in the article, titled "an algorithm for the use of embolic protection during atherectomy for femoral popliteal lesions".